Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Thrombosis was present in the superficial femoral artery prior to the procedure. A type ii endoleak was seen post-deployment, but the procedure was concluded and a wait-and-watch approach was taken to the endoleak. On (B)(6) 2007, at the one-month follow-up, the type ii endoleak was no longer present. However, thrombosis was present from the ipsilateral leg of the trunk-ipsilateral leg component to the left iliac artery. Also, additional occlusion of the left superficial femoral artery was also noted. It was reported to gore that heavy atherosclerosis had been present in the left iliac artery. Thrombosis was present in the device and the iliac artery due to progression of iliac artery stenosis. Blood flow to the left lower extremities was restricted reportedly due to thrombosis of the device and iliac artery and the occlusion of the left superficial femoral artery. Therefore, on (B)(6) 2007, a femoral-femoral bypass procedure was performed to restore the blood flow in the area of thrombosis, and a femoral-popliteal bypass procedure was performed to restore the blood flow through the occluded superficial femoral artery. After the bypass procedure, the blood flow to the left lower extremity was restored. No further information was reported to gore.